Manufacturer narrative:
A medtronic representative tested out system with model head after the case and found the system to be accurate.

Event description:
A medtronic representative reported that the surgeon was 1 cm inaccurate during a tumor resection in synergy cranial. He felt 1 cm deep when navigating to the tumor using the passive planar blunt. No other instruments were used. Touch n go was used to register the patient. Accuracy checkpoints were stored and were confirmed to be accurate after he reported the inaccuracy. They did not think the reference frame moved after registration or before the accuracy checkpoints were stored. Case was being completed in the imris room and another intra-operative scan was taken to complete the surgery without navigation. No impact to the patient outcome was reported.

Manufacturer narrative:
The systems archive has been received by the manufacturer for evaluation. Exam analysis finds: one of the fiducials was placed on the fleshy part of the back of the neck, where no rigid anatomy exists. Additionally, a number of the fiducials have mirror fiducials, indicating a not insignificant amount of symmetry in fiducial placement.